Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the generator switched off immediately upon removal of the battery and it was noted that the super caps were defective. Analysis further noted that the unit was mechanically intact however both bail covers were cracked. Both super caps and both bail covers were to be replaced. (B)(4).

Event description:
It was reported that when the battery was removed from the external pulse generator it switched off immediately instead of remaining on for 15 seconds or so. The generator was returned for service. No patient complications have been reported as a result of this event.